Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported by philips that the bent battery pins. There was unknown patient involvement. No adverse patient impact was reported.

Manufacturer narrative:
The repair bench ordered a replacement battery pca, however, there is a global parts hold. Once the part is received, the device will be returned to the customer.

Event description:
It was reported by philips that the heartstart mrx defibrillator had bent battery pins. There was no patient involvement.